Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2014 with the following findings: testing was unable to duplicate the complaint as the data is overwritten in the black box. Last basal delivery was on (B)(6) 2014 at 2:52pm; reported date of (B)(6) 2014 is overwritten in the black box, tdd add up and reflect the programmed basal rate target. The pump reflected 24u after a 24h on 1u/hr basal program duration test. The product performs within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient had severe low blood glucose (bg) around 6 a.m. This morning of 42 mg/dl with symptoms of confusion and sweating; treated with carbohydrates and resolved, within 2 hours bg was 123 mg/dl, no symptoms. Patient runs her a1c low and so she does not have much room if it drops and is aware that hypoglycemia can lead to severe hypoglycemia. Patient is on multiple medications, having had a double lung transplant. Patient saw health care provider (hcp), last week no changes made. She has lows occasionally. Patient has been making changes to lower basal rated on pump and the hcp is aware of this. Patient sometimes eats lots of carbohydrates and may not calculate dose correctly. Costumer support (cs) instructed patient to discuss with hcp her basal rates and advanced bolus settings and to be cautious with bolusing at bedtime as that may be contributing to her low bgs. There is no allegation/indication of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hypoglycemia.